Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia in an incisional herniorrhaphy. It was reported that after implant, the patient experienced hernia recurrence, painful bulge, migration of the mesh where it appeared to slide from the midline towards the right, and dense adhesions. Post-operative patient treatment included surgical revision of the mesh, removal of the mesh, and placement of new bard ventrio mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia in an incisional herniorrhaphy. It was reported that after implant, the patient experienced hernia recurrence, painful bulge, migration of the mesh where it appeared to slide from the midline towards the right, and dense adhesions. Post-operative patient treatment included surgical revision of the mesh, removal of the mesh, and placement of new mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia in an incisional herniorrhaphy. It was reported that after implant, the patient experienced hernia recurrence, painful bulge, migration of the mesh where it appeared to slide from the midline towards the right, and dense adhesions. Post-operative patient treatment included surgical revision of the mesh, removal of the mesh, and placement of new mesh.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia in an incisional herniorrhaphy. It was reported that after implant, the patient experienced hernia recurrence, painful bulge, migration of the mesh where it appeared to slide from the midline towards the right, and dense adhesions. Post-operative patient treatment included CT scan, surgical revision of the mesh, removal of the mesh, and placement of new bard ventrio mesh.

Manufacturer narrative:
Additional info: b5, h6 (patient code, imf code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia in an incisional herniorrhaphy. It was reported that after implant, the patient experienced fistulas, hernia recurrence, painful bulge, migration of the mesh where it appeared to slide from the midline towards the right, and dense adhesions. Post-operative patient treatment included surgical CT scan, revision of hernia, small piece of mesh removed, revision of the mesh, removal of the mesh, and placement of new bard ventrio mesh.

Manufacturer narrative:
(B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a incisional herniorrhaphy with mesh. He had revision surgery 1 year and 6 months post-surgery. The patient underwent an incisional herniorrhaphy with mesh. The patient experienced adhesions, mesh removal, recurrence and revision.